Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported large differences between sensor glucose readings and blood glucose readings. Caller also reported that the customer recently had a blood glucose level of 550 mg/dl. Blood glucose level at the time of the call was 350 mg/dl. No further information was provided.